Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement and active current measurement. No unexpected battery power loss alarms noted during testing. No unexpected low battery alerts in the pump trace download or during testing. Pump trace download analysis confirmed the pump alarmed replace battery alerts and replace battery now alarms in the pump trace download. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alerts and replace battery now alarms due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on connector board, the pump was monitored and functioned properly. Pump error alarmed during selftest due to poor solder joints on keypad assembly. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked reservoir tube lip, missing serial number label, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now alarm. Blood glucose was 18.5 mmol/l. Customer reported that it was reported that they did not receive a low battery alert prior to the replace battery now alarm. It was also reported that it was less than 10 hrs. From low battery to replace battery now. Customer stated that the battery was not previously used. It was reported that this is the second occurrence of replace battery now that was less than 10 hrs. From low battery warning. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.